Event description:
The customer reported to philips healthcare that the device was indicating an error. The philips field service engineer (fse) clarified that the device was displaying the error message 'equipment disabled: therapy'. There was no patient involvement.